Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 255 mg/dl. Reportedly, the customer removed the air from the cartridge prior to loading and declined to prime the line again. Recommendation made to contact tandem customer technical support if necessary.